Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis (dka). No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Patient reported blood glucose level reached 500 mg/dl while wearing the pod between 24 and 36 hours. The patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). Patient was treated at the hospital with four units of insulin and fluids.